Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 due to gastrointestinal bleeding (gi). The patient was transferred from an acute rehabilitation facility for melena and anemia. The patient presented with having 3 days of dark stools, however denies bright red blood. Lab results showed a drop of their hematocrit (hg). The patient complained of dizziness, but denies fall, abdominal pain, syncope, nausea, vomiting and diarrhea. Upon transfer, a repeat complete blood count, (cbc) showed the patient¿s hemoglobin (hgb) at 6.9 g/dl with a baseline of 9.8 g/dl. Since admission, the patient has been transfused with 2 units of packed red blood cells (prbc). Their hg is currently 8.0 g/dl. Anticoagulants have been held. On (B)(6) 2018, video capsule results reported that there is a plume of blood in the proximal jejunum next to an angioectasia; which is likely the source of patient¿s melena. Plan for upper balloon assisted enteroscopy on (B)(6) 2018. A reported total number of prbc transfusions were 4 units. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2018, the patient was admitted to the hospital due to acute kidney injury (aki) and presented with gastrointestinal bleeding (gi). On (B)(6) 2018 the patient underwent a polypectomy with 6 colonic polyps removed.